Event description:
It was reported that prior to use with a bd a-line¿ foreign matter was discovered. The following information was provided by the initial reporter, translated from japanese to english: user found black fm on the surface of syringe before use.

Manufacturer narrative:
H.6. Investigation: bd received 1 sample from the customer for investigation. The sample was evaluated by visual examination and the indicated failure mode for embedded foreign matter with the incident lot was observed. The embedded foreign matter is most likely degraded plastic from the molding process. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with a bd a-line¿ foreign matter was discovered. The following information was provided by the initial reporter, translated from (B)(6) to english: user found black fm on the surface of syringe before use.